Manufacturer narrative:
A review of the device history record and inspection records was conducted and no similar concerns were found. At this time, there have been no samples or images returned for review. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, a further evaluation will be conducted and a follow-up report will be submitted.

Event description:
The PICC was inserted and dressing applied. Since that date fluids were infusing and line was working as expected. Five (5) days later, the line was found broken. The dressing was removed and remainder of PICC line removed from patient. The break occurred at the location of where the tubing attaches into the plastic oval disc.